Event description:
Caller reported difficulty with testing. Error messages indicating not sufficient blood and reuse of test strips. Caller also reported occurrence of a diabetic coma, during which family member performed a bg test freestyle meter and result was 176 mg/dl. Ambulance was called and emt's checked bg with a result of 80 mg/dl. No indication of time interval between readings. Emt's treated subject by administering apple juice p.o.